Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned and analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted and replaced at the time of an associated lead revision. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.